Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module failure. There was no patient harm. (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated technical error codes indicating turbine module under-voltage and power error. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. Based on technician statement, the maintenance kit 5000h and dc/dc & battery control printed circuit board (pcb) were replaced but this action did not solve the issue. Finally, turbine module was replaced and issue has been solved. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported based on available information as defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).